Event description:
It was reported that pelvic surgery was performed on the patient in 2004. On the observation date of 2007, it was reported that the patient had mesh exposure. The patient had mesh revision the following month. At this time the mesh exposure was considered resolved. The next month, it ws reported that the patient had stress urinary incontinence, but no action was taken. Two months later, it was reported that the patient had stage two cystocele. On the same day, it was reported that the patient had mesh exposure and revision. The mesh exposure is resolved.

Manufacturer narrative:
Date sent to the FDA: 12/07/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.